Event description:
On a call april 9th, the sharp team advised that there have been "several" "new" dehiscence complaints for liquiband exceed (covidien lx6) in the obgyn space. It has been agreed that one complaint will be raised to capture this until further information can be obtained.

Manufacturer narrative:
On a call april 9th, the sharp team advised that there have been "several" "new" dehiscence complaints for liquiband exceed (covidien lx6) in the obgyn space. It has been agreed that one complaint will be raised to capture this until further information can be obtained. Although medical intervention was not stated, it is a defect that usually requires medical intervention. Ams cannot confirm or deny whether this incident was caused by the ams device. Wound dehiscence is a known inherent risk from use of the device. No lot information has been provided, limitng the investigation, however, viscocity and set time are tested at batch release and no issues with batch.